Event description:
It was reported that during device interrogation, high pacing threshold was observed. X-ray was inconclusive. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.